Manufacturer narrative:
Lumenis is currently investigating the reported event. When relevant information is provided to lumenis by the hospital, and treating physician regarding this report, lumenis will file a follow-up medwatch report.

Event description:
It was reported by a foreign hospital that during a procedure to treat cervical intra-epithelial neoplasia (cin) where a lumenis versapulse select 80/100w laser was employed, the cloth drape was reported to have ignited resulting in the patient sustaining third degree burns; the patient is reported to have been put into ICU and has required two (2) skin graft procedures. Additionally, it was reported that the fire department was called to the user facility hospital.

Manufacturer narrative:
Lumenis regional offices contacted the user facility directly to investigate the reported event. Patient information, treatment settings, fiber return, photos, and a physician report of the reported event were requested from the user facility. A fire department report, and a third party final safety committee report was provided. On 26-apr-2016 an ignition experiment test was conducted at the user facility with the subject device. In attendance were representatives from the user facility, lumenis regional offices, as well as the local fire and police department officers. The test was done to simulate the procedure environment and determine if the laser could have ignited the drapes during the procedure itself. Prior to the actual test, an examination of the subject device by a lumenis trained technical expert concluded that no damage occurred to the subject device during the reported event. The technical expert powered on the subject device without error and confirmed the system passed all system checks and calibration. Output energy of a set parameter 7.5 w was measured with a hand held power meter and confirmed the power was within the prescribed value. The lumenis technical expert concluded that the device operated to manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. During the test, the same treatment settings (0.5 x 15 hz=7.5 w) were used while irradiating directly on the drape from distances of 50, 40, 30, 20, 10 and 5 cm for ten seconds at a time. Results of the test concluded "the 10 seconds laser irradiation with its distance of 50 cm to 5 cm could not fire the drape." A third party safety committee was assembled on 21-may-2016 in order to conduct a neutral and objective survey and verification of the incident. The committee conducted several investigative experiments over the course of june and july of 2016. Results of those investigations on 11-oct-2016 suggest: " operating environment of surgical equipment used in this case including laser surgical instruments is normal, malfunction such as abnormal heating and electric leakage is not recognized" "a series of steps from introduction of anesthesia to preparation for surgery including posture transformation in the operation of this case. The flow is done in accordance with the basic procedure, there is no factor leading to fire." "As a result of verification experiments, ignition due to fiber tear to drape, cusco ignition by laser reflection of disinfectant liquid and oxygen ignition by laser irradiation to neither is recognized" "as a result of the verification experiment, the highest possible possibility as an cause of fire is intestinal gas (methane gas, hydrogen and other combustible gases are included) in the state of being introduced into the vagina, under certain limited conditions laser irradiation ignited by being burned from the vagina to the buttocks (around the anus) extensively finally, to ignite the small drape (covering cloth laid under the buttocks of the patient) it was judged to be "connected"." The report furthermore suggested that in the future a moist sponge (or gauze) must be inserted into the patient's anus to reduce the possibility of ignition of intestinal gas. A review of the subject device history record (DHR) determined that the subject device was manufactured and tested according to manufacture specifications. A review of historical installation records found the subject device was installed at the user facility on 12-dec-2013. A review of service records shows that the subject device has had its annual preventative maintenance yearly. A review of subject device labeling stated the following: warning - when performing procedures in the perianal area, the flammability of methane gas must be considered. Moistened sponges should be inserted into the rectum. It was reported by the user facility that the patient was released from the hospital on (B)(6) 2016. Lumenis concluded that device operator failure to follow subject device IFU and common medical practice to be the determined probable cause of the event reported.

Event description:
It was reported by a foreign hospital that during a procedure to treat cervical intra-epithelial neoplasia (cin) where a lumenis versapulse select 80/100w laser was employed, the cloth drape was reported to have ignited resulting in the patient sustaining third degree burns; the patient is reported to have been put into ICU and has required two (2) skin graft procedures. Additionally, it was reported that the fire department was called to the user facility hospital.